Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Insulin pump is has no excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 440 mg/dl. The customer reported receiving no delivery alarms with the replacement insulin pump. The customer treated for the high blood glucose levels by pushing the plunger while infusion set was connected to the body. The customer¿s current blood glucose level is 384 mg/dl. The customer did troubleshoot the issues. The customer did not require assistance from emergency response team. The insulin pump will be returned for analysis.